Manufacturer narrative:
Note: the reported complaint was confirmed during lab evaluation. The field service rep replaced the dual tachometer board at the customer's site and returned it for evaluation. The technician installed the returned it for evaluation. The technician installed the returned dual tach board and the motor into the lab test platter. An oscilloscope was connected to the motor to check the motor feedback output while the motor was running. After two hours of operation, the technician found a noise signal on the feedback output which was most likely the cause of reported belt slip error. Motor analog tach signal was found to be intermittently noisy. The pump probably recognized this noise as a belt slip error and so is the probable cause of the complaint. The motor analog tach signal was found to be intermittently noisy. The pump most likely recognized the noise as a belt slip error. The root cause of the complaint was determined to be failure of the motor and the dual tach board.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump displayed a "belt slip" error message. An alternate device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.